Event description:
Customer called to report that he is having difficulty getting the insulin from the reservoir into the infusion set line. Customer has been trying to manually prime the sets. Customer was able to reconnect connecting cap and get insulin into the tubing. Customer was able to move insulin from reservoir to infusion set. Customer's blood glucose reading was 169 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.